Event description:
It was reported that the ceramic and electrode tip broke off.

Manufacturer narrative:
The tip breaking (ceramic plus electrode) condition was confirmed on the returned unit. The detached tip was not returned with the unit. The probable root causes for the reported condition can be associated, but are not limited to: 1. Non-conforming component; according to the device history record review, the lot was manufactured according to specifications. 2. Poor assembly process; in addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history the unit was activated at least 46 times (41 plus the first five) or more, which is the maximum activation instances data storage for a minimum of 150 seconds, for cutting tissue at a cut power level setting of 6 and 7 (power setting range is 1-7), which indicates that the unit was assembled properly and was fully operational for an extended period of time, before the condition was observed. 3. Misuse; the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The returned unit showed scratch marks signs indicative that it could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the ceramic and electrode tip broke off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.